Event description:
Pt sample drawn in 2007 tested for total and free psa using 2 different methods with results as follows: initial method total psa 0.188 ng/ml, free psa 4.11 ng/ml. Second method: total psa 0.141 ng/ml, free psa 0.059 ng/ml. A new sample from the same pt was tested the next month and gave the following results: initial method total psa 0.170 ng/ml, free psa 3.52 ng/ml. Second method: total psa 0.209 ng/ml, free psa 0.068 ng/ml. If add'l info is received, appropriate notification will be provided.